Manufacturer narrative:
(B)(4). Customer replaced o2 sensor. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator was given oxygen (o2) sensor out of range alert code while in use on a patient. Patient was not transferred to another ventilator. The patient was not harmed or injured as a result of the event.